Event description:
Patient had ivig (intravenous immunoglobulin) running through the IV pump. Patient got up to use the bathroom and unplugged the pump as usual and it began to "beep very loud and constant". Message of "pump malfunction" appeared on the pump screen. The pump was changed out and medication restarted without incident.pump was pulled from service and sent to clinical engineering. Further investigation by clinical engineering determined the battery within the pump unit was old. The battery was replaced and pump began working properly again.